Event description:
The newer z1 travel size CPAP machine just stops working. I received a replacement which worked for a few weeks and then it stopped and sparks could be seen coming from the area where the hose adapter meets the machine.